Event description:
Information was received from a company representative who indicated that the implant date was (B)(6) 2011, and the first of the month was selected as an approximate date.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The health care provider via representative reported that patient's device system delivered compounded baclofen. The dose and concentration were not provided. The lot number was not known per the physician. There was report that the catheter was initially replaced as there were "issues." The provided implant date was (B)(6) 2011 which was before the manufactured date. Additional information was requested to clarify the model/serial of the catheter, dose and concentration of medication delivered, indication for use, event date, implant date of the pump, patient symptoms, troubleshooting and alleged catheter issue. Should additional information be received a supplemental report will be filed.